Event description:
It was reported that customer had problems opening the top of the package/tube on a fogarty embo catheter. As it was really hard to open, some of the catheters became unsterile. No patient complications were reported.

Manufacturer narrative:
Device not returned for evaluation.